Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A technical support specialist dialed into the station and logged in as the carefusion admin. Upon checking the device manager under keyboard, tss noticed that the keyboard device was missing. Tss then rebooted the station and logged back in. After rechecking the device manager, confirmed that the keyboard device was now present. The customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the keyboard was not working, and none of the keys responded to touch. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.